Manufacturer narrative:
The insulin pump was monitored for 8 hours with multiple basal rates and the insulin pump functioned properly. There was no insulin pump suspend anomaly during testing. The device functioned properly during the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no excessive no delivery alarm. The insulin pump was received with scratches on the lcd window, cracked case near the display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call no delivery during alarm, cosmetic damage and high blood glucose. Customer's blood glucose level was 400 mg/dl. Customer's insulin pump would suspend in the middle of the night and when they replaced the battery the device would properly function. Troubleshooting for cosmetic damage was performed. Customer's wife advised there was a crack on the battery compartment which possibly resulted from the patient working in construction. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer received the no delivery alarm during bolus delivery. Customer declined to return the infusion set and reservoir for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.